Event description:
It was reported that during unpackaging of the sterile prostyle package, it was noted that the footplate was open, and the lever was down (original position). The device was not used. There was no patient involvement. A new prostyle device was then used to achieve hemostasis. During return device analysis, it was noted that blood was observed in the marker lumen. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported damage during unpackaging was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot did not indicate a lot specific quality issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to damage observed during unpackaging include, but are not limited to damage incurred during manufacturing, damage incurred during shipment or inadvertently mishandling during unpacking or preparation. Based on the observations from the returned analysis, the returned device condition indicates that the device was inserted in the anatomy such as blood was observed in the marker lumen. In addition, the link was observed loose which indicates that the lever was opened at some point. Therefore, a conclusive cause for the reported issue was not confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.